Event description:
It was reported that the patient presented to the emergency room with low heart rate and complaining of dizziness and passing out. Upon review, the right ventricular lead exhibited intermittent loss of capture, loss of sensing, high pacing impedance and noise leading to over-sensing. The lead was not extracted, and a leadless pacemaker was implanted instead on (B)(6) 2022. The patient condition was stable.